Manufacturer narrative:
Product analysis: visual and microscopic examination identified that the first 2mm of the driver's head has sheared off from what appears to be torsional overload. The tip was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-s1. Intra-op, the tip of the inserter broke. No patient complications were reported due to this event.